Event description:
It was reported that shortly after implant twiddler's syndrome was diagnosed. The lead was encircling around the device. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.